Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected patient information to include implanted and active 6949 tachy lead. Evaluation summary: (B)(4) no anomalies found. Full lead returned for analysis. Outer insulation breached cut and helix/lobe distorted/bent. There was blood in/on helix mechanism and blood/body fluid was found on outer tubing and on several conductors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the lead had unacceptable thresholds and positioning/fixing difficulty. The lead was explanted and replaced. No patient complications were reported as a result of this event.